Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after inserting the indwelling urinary catheter, urine flow was confirmed, and the fixation solution was infused without resistance. However, when the syringe was removed, approximately 5 ml of the solution leaked from the syringe connection point. When a new syringe was used to infuse the solution, it was administered without resistance, but leakage occurred upon removal of the syringe, made that impossible to secure the foley catheter. After removing the indwelling urinary catheter, they infused the fixation fluid and removed the syringe, and a small amount of fixation fluid leaked out. Upon testing several times, that leaked out intermittently. After catheter insertion, they unable to fill the balloon with fixation fluid. Although they could fill that using a syringe, fluid leaked out when the syringe was removed.